Event description:
Pt stated she went in and had an lvad system implanted. Then she said she was in the ICD clinic because the high frequency pt alert tone was going off. She was told by the clinic she had to go home and unplug her clm. I explained pt alert tone to include lia. I explained rebooting the clm has no bearing on the ICD. I encouraged her to call her heart clinic for follow up. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).